Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient developed an irritated rash under their left breast. The patient indicated a possible allergy to metals. The patient stated that their doctor prescribed triamcinolone acetonide 0.1%. During a follow-up, the patient stated that the condition of the irritation had improved.